Event description:
It was reported that a user sought assistance pairing a new dexcom g7 sensor with the system, repeatedly re-entered the sensor code instead of waiting for the pairing process, and experienced intermittent communication failure attributed to interoperability during pairing; the sensor ultimately paired successfully and no alerts or alarms were reported. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability-related intermittent communication issue consistent with an electrical and magnetic component pathway involving the antenna during the pairing process. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component-level failure.